Event description:
Additional information received reported that a legal hold on destructive analysis was placed on the pump and catheter pending appro val from litigation. No devices had been returned to the manufacturer at the time of this report.

Event description:
It was reported that the patient¿s catheter was revised on (B)(6) 2011. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).